Manufacturer narrative:
All available information was investigated, and the reported unintended movement was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and a conclusive cause for unintended movement could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium. The clip delivery system (cds) was advanced to the mitral valve; however, the clip opened while locked when establishing final arm angle (efaa). The efaa steps were performed two more times and failed. The cds was removed with the clip attached and the procedure continued with a new cds. Three clips were implanted, reducing mr less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.